Event description:
It was reported that the top of the applicator came off and the glass fell out onto the floor.

Manufacturer narrative:
The facility did not provide photos/samples to aid in our quality engineer¿s investigation. With the lack of sample provided, bd was unable to verify the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. Although the complaint could not be verified, the root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815 batch no.: 0327867 it was reported that the top of the applicator came off and the glass fell out onto the floor. Per complaint form: good morning, I've had two chloraprep 26ml sticks bust this week. The nurse popped the stick and the top fell off and all of the little glass particles (is it glass?) Fell out all over the floor. I was able to save the package today and the ref # (B)(4) lot# 0327867. Have you had any others in this lot do this.